Event description:
It was reported to philips that there was a pacing failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Change to conclusion code, component code and evaluation results due to new information received.